Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that the customer allowed the pump battery to deplete and the pump subsequently shut down. Customer attempted to charge pump with a non-tandem usb cable but was unsuccessful. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, customer is being admitted to the hospital for an unrelated issue and will receive treatment for their elevated bg levels while hospitalized. A replacement tandem usb cable was sent to the customer.